Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after a tibial angioplasty procedure. Reportedly, resistance was felt during advancement of the thumb advancer and the clip of the starclose se device was deployed. Hemostasis was not achieved and manual arterial compression was applied to achieve hemostasis. Further, a femoral ultrasound and femoral angiogram showed an occlusion of the right common femoral artery. A covered stent was placed where the clip of the starclose se device had been deployed. There was a clinically significant delay in the closing procedure due to the placement of the stent. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Avs review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.